Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Per the package insert, pain, swelling, and loosening are known potential adverse effects of the tka procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product- stryker simplex bone cement catalog# 61910001 lot# cet057, zimmer unicompartmental femoral component catalog# 00584201302 lot# 62013378, zimmer unicompartmental articular surface catalog# 00584202309 lot# 61443859. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to pain, swelling, and loosening of the tibial component approximately 4 years post implantation.